Manufacturer narrative:
Result: calf support.

Event description:
It was reported by service report that the calf support was loose. There was pt involvement but no adverse consequences to the pt were reported.